Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2016, the hammer guide for titanium elastic nail (ten) jammed in the inserter for ten. There was no patient harm and the surgery was not prolonged. The procedure was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the evaluation has shown that the hammer guide is completely seized in the inserter as complained. Also, despite the use of excessive force, it is impossible to separate the devices; therefore, the relevant dimensions of the threads cannot be verified. However, both devices are in an often used condition with wear marks. Additionally, there are numerous marks from strong hammer blows visible on the top of the guide, at the top of the insertion, and on the bottom of the inserter t-handle. In addition, marks from an unknown tool were found on the head of the guide and the rim of the chuck. Based on these findings, it is likely that these devices were often and intensely used. The manufacturing documents of both devices were reviewed with no complaint related issues found. These findings indicate that no manufacturing related issue caused this occurrence. Afterwards it is not possible to determine the exact cause of this blocking; the complaint condition is likely the result of cross threading and/or previously damaged threads. Impaction with the slide-hammer while the hammer guide is not fully inserted could have damaged the mating threads, resulting in the complaint condition. No product related issues could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.